Event description:
Iridocyclitis [anterior uveitis]. A physician reported that a pt underwent in 2003 cataract surgery with phacoemulsification using viscoelastic irrigating solution. An intraocular lens (ceeon 911a 30 d) was implanted. The immediate postoperative period was uneventful and the pt had good visual recovery. As a postoperative routine treatment, anti-inflammatory dexamethasone eye drops were started in a tapering dose, over a period of four weeks, starting with four times daily and ending with once daily administration. In feb. 2003, after cessation of dexamethasone therapy, the pt developed iridocyclitis with moderate to severe anterior uveitis. The pt was put on another course of dexamethasone eye drop tapering dose. In mar. 2003 the pt recovered.